Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed (B)(4) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Based on the available information, all hardware was removed due to a broken plate and non-union of the patient's bones. Although a number of factors could have contributed to the breakage of the plates, the most likely cause cannot be determined due the devices not being returned for evaluation. However, the excessive bending stresses the plate was subjected to due to the non-union most likely lead to its breakage. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery on (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2018 due to a broken plate and non-union of the patient's bones. There was no other report of any patient impact or injury as a result of this event.